Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module were replaced and returned for investigation. Simulated use test of the received o2 and air gas module has not reproduced the described customer issue with o2 sensor failure alarm. No device logs have been received. The gas modules were found faultless. The o2 sensor has only a measuring function in the ventilator, if the o2 sensor error alarm generates during ventilation, it will not affect or change the set values during ongoing ventilation. Since we have not been able to reproduce the reported customer issue and no log files have been provided, the cause of the reported failure could not be determined.

Event description:
It was reported that there were o2 sensor errors while the ventilator was in use. There was no patient harm. Manufacturer's ref #: (B)(4).